Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a p-comm (posterior communicating artery) aneurysm. During preparation, it was reported that the distal part of the coil broke causing the implant coil to detach as it was being introduced into the microcatheter.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found still attached to the pusher assembly; therefore, the event cause could not be determined.(B)(4).